Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection it was observed that there was black foreign matter on the cannula; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the photo evaluation, it is likely that the black foreign matter is silicone. Silicone is used as lubrication to the cannula in the assembly process. The probable root cause could be at the shield loading station. There is dirt (black foreign matter) and silicone accumulated at the sides of the centering gripper; when the cannula centering gripper guides the cannula to prepare for shield loading, the cannula could have touched the sides of the gripper. This could have caused the dirt (black foreign matter) and silicone transported to the cannula. H3 other text : see h.10

Event description:
It was reported that needle 18g 1-1/2in tw contained foreign matter. The following information was provided by the initial reporter: "foreign material on the needle there is foreign material on the needle 18g"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18g 1-1/2in tw contained foreign matter. The following information was provided by the initial reporter: "foreign material on the needle. There is foreign material on the needle 18g."